Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive "meter bg now" alerts. Customer was educated on the reason for alarm. Customer's blood glucose was 538 mg/dl which was treated with bolus delivery and infusion set change. Customer declined troubleshooting.